Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 10/6/2014 and 1/8/2015, evaluated by lifescan product analysis on 10/8/2014 and 10/27/2014 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.the test strips passed all testing with no faults found. The reported issue could not be confirmed.a DHR (device history record) was completed on 12/12/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) (B)(6), alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the original customer service representative (csr) documentation and additional information provided to the medical surveillance specialist when a senior csr listened to the call. The patient reported that the issue with the meter started on (B)(6) 2014 at 2:50 am. The patient manages her diabetes with insulin pump therapy and reported that she had been experiencing high readings in the evenings. On the evening of (B)(6) 2014, the patient reported she had changed her infusion site to her leg. At 11:30pm on (B)(6) 2014, she reported obtaining an alleged inaccurate high result of 13.2 mmol/l on the subject meter. The patient reported that she has a target goal of 6.5 mmol/l, and, as a result of the reading she obtained, administered a correction bolus of 2.85 units of novorapid insulin. The patient denied using any other meter to check her blood glucose at this time. The patient alleged, at 2:50am on (B)(6) 2014, 3 hours after obtaining the alleged high reading, she reported experiencing symptoms of ¿polyuria and sweating¿ and obtained a reading on the subject meter of 2.7 mmol/l. No treatment was specified. At 3:30am on (B)(6) 2014, she reported obtaining a result of 8.3 mmol/l on the subject meter. At that time, the patient also reported temporarily decreasing her basal dose by 20% for 1.5 hours. At 8:00am on (B)(6) 2014, she reported a blood glucose result of 5.0 with another meter (onetouch ping) prior to consuming a ¿normal sized breakfast¿ and at 10:00am, a result of 16.4 mmol/l, also with the onetouch ping. At the time of troubleshooting, the csr noted that the patient¿s test strips had been stored in the bathroom. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.